Manufacturer narrative:
The user guide state ¿humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Customer used off label insulin and changed supplies every 5-7 days. Customer's blood glucose reached 240 mg/dl. Reportedly, customer changed out all supplies and resumed insulin delivery.